Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated and was replaced per preference. No device malfunction was suspected. The patient was doing well.